Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no low battery alarms noted during testing. Pump powered up properly after battery installation. No missing segments or partial display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's battery would empty after 2-3 days and they are running low on batteries. The customer's blood glucose was 6.0 mmol/l at the time of the incident. Troubleshooting was performed. The insulin pump's screen flashed black and white after performing a reset. They repeated the reset but they received the same result. The insulin pump will be returned for analysis.